Manufacturer narrative:
The reported events were dislodgement, failure to capture and undersensing. As received, a complete lead was returned in one piece. The reported events of failure to capture and undersensing were not confirmed. Visual inspection and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The helix was found to be clogged with blood and tissue. After cleaning and applying torque to the connector pin, the helix was able to extend and retract, within product specification.

Event description:
It was reported that the patient presented for in clinic follow up with failure to capture and under-sensing exhibited by the right ventricular lead. Dislodgement was confirmed via chest x-ray. The lead was explanted and replaced. The patient was in stable condition.